Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, serial/lot #: (B)(6), UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon insertion of the 18 french large bore sheath into the left common carotid artery (lcca), the patient became hypotensive and bradycardic. Subsequently, advanced cardiovascular life support (acls) medication was administered, however little to no contractility was observed on transesophageal echocardiogram (tee). Subsequently, chest compressions were initiated. A defibrillator was utilized multiple times for indicated rhythm, and it was determined via angiography that the patient was suffering from aortic insufficiency. Subsequently, deployment of the valve was initiated. Upon the first deployment attempt, the valve was recaptured as the depth of 15 millimeters (mm) on the non-coronary cusp (ncc) and 18 mm on the left coronary cusp (lcc) was considered an unacceptable position. Subsequently, the valve was fully deployed at 7 mm on the ncc and 7 mm on the lcc. Acls protocol was continued for multiple rounds, however the patient remained in asystole and ultimately died.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon insertion of the 18 french large bore sheath into the left common carotid artery (lcca), the patient became hypotensive and bradycardic. Subsequently, advanced cardiovascular life support (acls) medication was administered, however little to no contractility was observed on transesophageal echocardiogram (tee). Subsequently, chest compressions were initiated. A defibrillator was utilized multiple times for indicated rhythm, and it was determined via angiography that the patient was suffering from aortic insufficiency. Subsequently, deployment of the valve was initiated. Upon the first deployment attempt, the valve was recaptured as the depth of 15 millimeters (mm) on the non-coronary cusp (ncc) and 18 mm on the left coronary cusp (lcc) was considered an unacceptable position. Subsequently, the valve was fully deployed at 7 mm on the ncc and 7 mm on the lcc. Acls protocol was continued for multiple rounds, however the patient remained in asystole and ultimately died. Additional information was received that the introducer sheath used was a medtronic sheath. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon insertion of the 18 french large bore sheath into the left common carotid artery (lcca), the patient became hypotensive and bradycardic. Subsequently, advanced cardiovascular life support (acls) medication was administered, however little to no contractility was observed on transesophageal echocardiogram (tee). Subsequently, chest compressions were initiated. A defibrillator was utilized multiple times for indicated rhythm, and it was determined via angiography that the patient was suffering from aortic insufficiency. Subsequently, deployment of the valve was initiated. Upon the first deployment attempt, the valve was recaptured as the depth of 15 millimeters (mm) on the non-coronary cusp (ncc) and 18 mm on the left coronary cusp (lcc) was considered an unacceptable position. Subsequently, the valve was fully deployed at 7 mm on the ncc and 7 mm on the lcc. Acls protocol was continued for multiple rounds, however the patient remained in asystole and ultimately died. Additional information was received that the introducer sheath used was a medtronic sheath. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the death. Additional information was received that 4 weeks prior to the valve implant procedure, the patient experienced cardiac arrest, had very little reserve, and was noted to be a high risk patient. A pre-implant balloon aortic valvuloplasty (bav) was not performed during the implant procedure. There was no indication of vascular injury, embolism or stroke. Per the physician, the medtronic sheath did not play a role in the patient's death and the cause of the asystole was unknown; however, the valve and dcs did not cause or contribute to the asystole. Per the physician, the patient's underlying medical history contributed to the death.

Manufacturer narrative:
Corrected: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.